Event description:
It was reported that during a shoulder repair procedure, the tip of the vapr tripolar 90 suction elect device broke and fell into the shoulder. It was reported that the fragment was removed, and the surgery was completed successfully. There was five-minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was returned. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not returned in its original packaging, outer carton only. The tip is used, tissue debris inside the active tip. Large portion of the active tip missing. Scratches visible in suction tube. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, procedural residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks: the device passed all checks. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event that 'face fell off. During the manufacturing process 100% visual inspection is performed at process ID(s): 382.025 to check for any cracks or other defects related to the ts90 active tip. From the investigation, we have been unable to determine an exact cause of this failure. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken tip is undetermined. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.